Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump drive support cap appears to be loose and is not recessed into the device. The customer's blood glucose reading was 91 mg/dl at the time of incident. Troubleshooting found that the pump self test did not pass. The customer was advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The pump was received with a loose/protruded drive support disk, a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner, a cracked belt clip slot, cracked battery tube threads and a scratched reservoir tube window.